Event description:
It was reported the pt is experiencing some discomfort or occasional sharp burning pain starting at her ipg site and spreading over the surrounding area. The pt is pending f/u with an sjm rep.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.